Event description:
It was reported that the patient was washing and reusing the purewick female external catheter and it caused patient to have infections. Patient had already purchased new wicks. Patient had been using the purewick product for more than 90 days. It was unknown what medical intervention was provided for infections.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was washing and reusing the purewick female external catheter and it caused patient to have infections. Patient had already purchased new wicks. Patient had been using the purewick product for more than 90 days. It was unknown what medical intervention was provided for infections.

Manufacturer narrative:
The reported issue was confirmed as use related issue as per the reported event and instructions for use. The reported event states "the patient was washing and reusing the purewick female external catheter ". The instructions for use states "replace every 8-12 hours or if soiled and single use". It was unknown whether the device had met specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. A potential root cause for this failure could be due to ¿user unaware of need to replace or wants to extend life of single device". A DHR review is not required as the event is use related. The instructions for use were found adequate and state the following: "recommendations: replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood. Single use". Correction: g. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.